Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial and ventricular leads were explanted due to noise. Previous noise on the atrial lead had been determined to be electromagnetic interference (emi). The current noise was reproducible with isometrics. There were no other electrical anomalies. The leads were explanted and replaced. The physician believes the acute angle of access of the leads when positioned in the heart may have been the cause of the noise. The patient was stable following the procedure.

Manufacturer narrative:
The reported event of ¿lead noise¿ was confirmed. As received, a complete lead was returned in two pieces. One lead-to-can external insulation abrasion breaching outer insulation and exposing outer coil was noted on the connector piece (a) at 6.5 cm to 7.0 cm from the connector pin. The cause of the reported event was isolated to this external abrasion. Electrical tests that could be performed on these pieces did not find discontinuity on any conduction paths. No short found on piece (a). Short was noted on piece (b) due to explant damage. Other damages on these pieces were consistent with procedural damages.

Manufacturer narrative:
Correction: explant date should be (B)(6) 2019. Correction: (B)(4).